Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer removed the cartridge and was able to resume insulin delivery. Additionally the customer stated receiving an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and delivered an insulin syringe to manage bg level. The customer stated it was possible that the occlusions were due to the site. No troubleshooting was performed for the occlusions due to the customer had changed out the supplies.